Event description:
During a ventricular tachycardia ablation, a cardiac perforation occurred which required surgery to repair. During the epicardium mapping with the agilis epi and hdgrid sheath, ventricular tachycardia was induced and the doctor pulled the hdgrid. When pulling the catheter, the sheath moved and remained at the tip of the epicardial puncture and, since the heart was dilated and accelerated due to the tachycardia, the doctor believed that the tip of the sheath in contact with the tissue of the right ventricle perforated it. The doctor kept the sheath at the tamponade site and completed the ablation procedure. However, he had to call the cardiac surgeon to close the tamponade site. The surgeon performed the surgery and the patient was stable until the end of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.